Event description:
Surgeon reported that a pt was not satisfied with surgery results and is complaining that they see badly in the dark with opened pupil (8.7-8.8 mm). Entries in medical record indicate pt refused to use cholinergic eye drops. Surgeon also reporting pt has also complained about dry eye, however pt was recommended to use eye drops but refused any treatment. Surgeon also indicated pt is also complaining about visual deterioration fo the right eye. It was indicated that the surgeon detected anisometropia during the pt's last visit, however the pt refused an additional correction offered by the clinic specialists. The surgeon also reported pt is now having suicidal thoughts. This report references the right eye. The left eye, of the same pt, will be reported separately. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).